Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 465mg/dl. The customer connected the pump to a power source to charge for 1 hour, but the pump did not turn on. Reportedly the customer had manual injections as alternate insulin therapy.